Manufacturer narrative:
On 14-jan-2021, mentor received additional information regarding the patient¿s information, symptoms and suspected medical devices. The patient¿s weight is 172lbs. The patient experienced bilateral grade iii capsular contracture and grade iii ptosis. The suspected medical device is a 375cc mentor smooth gel implant. The surgeon noted that the left-sided device was observed to be ruptured upon explantation, as indicated in the MRI result. The relevant fields have been updated. On 27-jan-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the suspected medical device. The suspected medical device is a 375cc mentor memorygel breast implant (left catalog #: 3503751bc, left lot #:5996858). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of implantation was estimated as 1-jun-2010 based on available information. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two unspecified mentor gel smooth breast implants and experienced bilateral rupture postoperatively. MRI performed on unspecified date indicated bilateral rupture. The diagnosis was confirmed via physical examination and the MRI result. As a result, the patient underwent removal and replacement with two 225cc mentor memorygel breast implant prostheses (catalog #: 3502251bc, left serial #: (B)(4) right serial #: (B)(4)) on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 11-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured and was received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).